Manufacturer narrative:
H4: device manufacture date: lot 22j031 was manufactured from september 22, 2022, to september 23, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The event was further described as; during infusion, pump did not fully infuse patient dose. The device was filled with fluorouracil 2000mg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.